Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch events were observed due to premature ventricular conductions followed by atrial pacing. No programming changes were made.